Manufacturer narrative:
(B)(4). Date sent 1/29/2026. D4 batch #310d27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 310d27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes, did the device deliver any staples? No, it was in the second shot that happened I don't get to conclude. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Yes normal the problem was in the stapler and not in the load. 3. Were there staples missing from the staple line? No. 4. If yes, was the staple line complete? Full yes. 5. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Normal. 6. Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws? It only crashed and did not open or close. 7. If the jaws could not be opened, how was the device removed? The second shot did not happen. 8. Is the current patient status known? N/a. 9. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) N/a. 10. Please provide the source or title of external person providing answers to follow-up: n/a. A manufacturing record evaluation was performed for the finished device lot/batch number, m9au9u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler malfunctioned and jammed before entering the cavity. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.